Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that seven months post implant procedure the implantable cardiac monitor (icm) reached end of service (eos) and was unable to be interrogated. The icm remains in use. No patient complications have been reported as a result of this event.